Manufacturer narrative:
Additional information is provided in sections d.4, d.9, h.3, h.6 and h.11. One opened 1.2mm db angled side port knife was received for the report of dull knives. Sample was visually inspected and found to be conforming. Functional penetration testing was performed and found nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened sample was found to be functionally nonconforming, therefore the slit knife was dull was confirmed and the root cause of the dull blade is the electropolishing process in the cutting instruments manufacturing process. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A pharmacist reported that during cataract surgery, an ophthalmic knife was blunt. Surgery was completed on the same day with no patient harm. This complaint is pertaining the twenty third of thirty-two reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.